Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: (B)(4), ubd: 31-dec-2039, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 236.8mcg/ml at 40.03mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the pump was updated in (B)(6) 2018. The healthcare provider changed the drug concentration from 236.8 mcg/ml to 500 mcg/m, but did not update these settings in the programmer. The patient was programmed to get a dose per day of 40.03 mcg/day. The reporter wanted assistance in calculating what the actual dose per day the patient has been getting, so they can correct the programming. It was noted that the patient had actually been receiving 84.52 mcg/day at a 500 mcg/ml concentration. Per the reporter they would inform the healthcare provider that this is what they will want to program into the pump. There were no patient symptoms and no further complications were reported or anticipated.